Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. There was no known impact to the customer¿s blood glucose (bg) level. The customer cleared the alarm and successfully resumed insulin deliveries. During a follow-up, it was reported additional occlusion alarms occurred. The customer's bg level was 324mg/dl and a correction bolus via the pump was delivered to address the bg level. No damage to the infusion set cannula was observed. A cartridge and infusion set change were performed resolving the occlusion alarms. During an additional follow-up, the customer reported no additional occlusion alarms had occurred.